Manufacturer narrative:
Because no device or device logs were received no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "a carefusion module was programmed to run avastin at 222ml/hr for thirty minutes and it ran for one hour and nine minutes. The patient had been given premedication and other chemo meds using this same pump without any issues. The pump was sequestered and sent to biomed for evaluation. There was no harm to the patient." An incomplete date of event of (B)(6) 2019 was provided.